Event description:
Knee surgeon; reattaching ligaments, predrilled for the anchor, the anchor snapped on insertion, leaving the anchor proud.

Manufacturer narrative:
Product not returned for evaluation.